Manufacturer narrative:
Resmed is in communication with the reporter to obtain additional information regarding patient's medical history and event details. Resmed has requested the mask be returned for an engineering investigation. The mask has not yet been returned to resmed; therefore, no investigation was performed. The patient is currently on therapy using a nasal mask system.

Event description:
It was reported to resmed that a patient experienced pain and discomfort on the left side of her mouth after two weeks of CPAP therapy. The patient went to the dentist who found on abscess and removed two eye teeth.